Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the increasing the temperature inside of the subject device due to the malfunction of the fan, or the component of the controlling the fan or the cable for the fan by the aging degradation for long-term use.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the subject device gave error e101, which indicated the temperature inside of the subject device had increased ,and the safety mechanism was working. The procedure was postponed another day. There was no report of patient injury associated with this event.